Event description:
Hemodialysis treatment was initiated on the pt without problems. Upon rechecking pt 20 minutes later, a blood leak was noted from the venous line. Pt unresponsive and code was called. Treatment stopped, bolus of ns given. Code was unsuccessful and pt expired. No autopsy.